Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, every 5th day, intraperitoneal, discontinued) and cefuroxime injection (1g, once daily, intraperitoneal, discontinued) for cloudy effluent. Twelve days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.